Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, the patient reported his insulin infusion set cannula is bending when he uses his inner thigh as a site location. He stated he has elevated blood glucose readings in the 200-300 mg/dl range with his normal reading being around 160 mg/dl. Symptom is fatigue and he corrects his readings by bolusing insulin. He stated his current blood glucose is within his normal range. Site rotation and management were discussed with the patient. A courtesy infusion set insertion device was sent to the patient. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.